Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter quality engineering, the customer reported condition was not determined to be a ruptured reservoir, however was confirmed to be a pin-hole leak on the reservoir. The root cause of this issue was determined to be a manufacturing defect. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during infusion. The device was filled with a 132-ml solution of 660 mg tobramycin in sodium chloride. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. Approximately 2 ml of solution was also noted in the housing due to the rupture. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.